Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the black box data and the pump histories have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user programmed basal rates. However, the further evaluation of the pump was impossible due to a secondary issue in the form of unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.